Event description:
It was reported that "after power was applied to the endoscopy stand containing the video camera, it failed to boot. The camera's fan was running at full speed, but there was no image on the monitor screen". No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).